Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were jammed clips. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results for the device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. A batch/lot record review was performed and the batch met all final acceptance criteria.